Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 2:45:46 on (B)(6) 2022. At 04:46:27, an arrhythmia was detected. ECG shows sinus tachycardia @ 140 bpm with pvc¿s, motion artifact, and tactile artifact. Gel was released at 04:46:53. Detection stopped at 04:47:34. At 05:09:37, an arrhythmia was detected. ECG shows vf with tactile artifact and electrode lead fall off. Detection stopped at 05:10:51. The device properly detected vf. However, tactile artifact and electrode lead fall off prevented the lifevest from treating the patient. From 05:37:42 to 05:41:29, asystole was detected two times. ECG shows sinus bradycardia @ 50 bpm. The rhythm then degrades to asystole with motion artifact the electrode belt was disconnected at 05:41:57 on (B)(6) 2022. Per holter monitor the patient was last seen in sinus rhythm/ idioventricular rhythm from 60-50 bpm with CPR/electrode lead fall off. The patient passed away on (B)(6) 2022.